Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally identified the event to be reported to the FDA (B)(4). Subsequently, davol determined that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information. See MDR 1213643-2010-00424 for information related to the perfix plug mesh explanted in (B)(6) 2006.

Event description:
Attorney reported: as a direct and proximate cause of the hernia repair products, the patient has suffered injuries. The patient will incur future medical costs related to the recalled hernia repair products. The patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product was implanted into patient. The patient sustained, and will continue to sustain, injuries and damages. Patient reported: in (B)(6) 2004, pt had two perfix plug mesh implanted. Pt had pains in groin area and could not walk. Scrotum filled with blood and left him disfigured. In (B)(6) 2006, pt went to a new doctor. One perfix plug was explanted and replaced with a kugel mesh. In (B)(6) 2007, pt reported still having severe groin pain and on pain killers. Patient indicated that he believed that the cause of his issues were due to the doctors and not the devices.